Event description:
It was reported, there was no stimulation sensation and a surging sensation. The patient had noticed three weeks prior that their device was "cutting off randomly." It was noted, the patient's device shut off "for between 2-6 minutes 8 times in a 1.5 hour period." It was noted, the patient had adaptive stimulation set prior to this. When the patient coughed the stimulation "surged" and they could feel the stimulation in their foot. Stimulation was also noticeable when the patient would put their shoulders back. If the patient walked the length of their home three times it would occur. It was noted the patient had not been able to check their implant with their programmer when it happened but they did note when it occurred their stimulation had gone from 5.9 volts to 3.4 volts. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported that the patient could not get any images on the screen except the question mark screen. The patient was really frustrated. It was reported that the patient hurt.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).